Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath, after a diagnostic procedure. Reportedly, the proglide device was advanced; however, no pulsatile blood flow was present from the marker lumen. The proglide was pulled back to skin level and the marker lumen was flushed again, but still no marking. The proglide was removed and manual arterial compression was used to achieve hemostasis. The proglide was re-flushed outside the patient anatomy and a large blood clot was dislodged from the device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.